Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the blade broke while using the cast cutter during a cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, blade snapped, was confirmed through investigation of the blade however, no failures were identified related to the device breaking blades. Preventative maintenance was performed and the device was returned back to the customer after passing the final inspection.

Event description:
It was reported that the blade broke while using the cast cutter during a cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the blade broke while using the cast cutter during a cast removal procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.